Manufacturer narrative:
E1: initial reporter facility name - (B)(6). The device was returned for analysis. Media review of a picture provided by the customer revealed the main coil and the pouch information. It was observed that the main coil was stretched, kink and detached at the coil arm section. Additionally, the pouch information matches with upn provided by the customer. Visual and microscopic inspection revealed the main coil was kink at the zap tip section, and it was bent, stretched and detached at the coil arm section. Measurements of the main coil dimensions were within specification.

Event description:
Reportable based on the device analysis completed 22jul2025. It was reported that the coil could not be withdrawn from the catheter. The target lesion was located in the abdominal aorta. A 20mm x 40cm interlock .035 was selected for use. During the procedure, a non-boston scientific 5f catheter was used for the internal iliac artery embolization. The first 20 x 40 controllable coil was deployed with poor positioning and could not be withdrawn. After removing the contrast catheter, a replacement coil was successfully deployed. Similarly, during the second 20 x 40 coil deployment, unloading occurred. After withdrawing the contrast catheter, a another of the same coil was successfully deployed. There were no patient complications as a result of this event and the patient status was stable. However, returned device analysis revealed a detachment at the coil arm section.